Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that during the procedure, the surgeon felt inaccurate at the sphenoid sinus. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient identifier, age, and gender provided. Additional procedure information received. A review of the registration pattern shows that trace pattern covers a good area, going on either side of the nose and covering most of the forehead. The registration does not provide any additional information to explain the alleged imprecision.

Event description:
Medtronic received additional information that the imprecision was 0.5 cm posterior and there was a delay of less than 1 hour.